Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was performed using a proglide device via a 7fr sheath after a carotid artery stenting intervention. Reportedly, after withdrawing the proglide device, the knot of the proglide was at the skin level of the patient. The suture trimmer was used to push the knot to the arterial wall. The knot was then found in the subcutaneous and hemostasis was successfully achieved with the knot of this suture. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.